Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the implantable cardioverter defibrillator (ICD). The shock was for atrial fibrillation with rapid ventricular response (average ventricular rate 207 beats per minute); the inappropriate shock converted the rhythm. The patient also experienced pain and drainage at the device site. The patient reported being treated with antibiotics for an infection. The patient was admitted to the hospital and the ICD system was explanted due to infection and erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).